Manufacturer narrative:
Product ID 3778-60, serial# (B)(4), implanted: 2012 (B)(6); product type lead product ID 37744, serial# (B)(4); product type programmer, patient product ID 37754, serial# (B)(4); product type recharger product ID 3550-39, lot# n326622, implanted: 2012 (B)(6); product type accessory product ID 3550-14, lot# n337590, implanted: 2012 (B)(6); product type accessory product ID 3550-14, lot# n344891, implanted: 2012-(B)(6); product type accessory product ID 355531, lot# n334458, implanted: 2012 (B)(6); product type screening device product ID 3778-60, serial# (B)(4), implanted: 2012 (B)(6); product type lead. (B)(6).

Event description:
It was reported that 6 days prior to the report, the patient's husband began rubbing her back over the battery and leads, which lead to some particularly vigorous sex. The patient noticed a change in her stimulation following that activity and less than 50% therapy relief at the original areas of pain. A manufacturing representative (rep) checked the system, and the impedance testing showed electrode 3 at >40000 ohms, which was part of the patient's bipole programming. The rep performed reprogramming and moved the program one position, which resulted in return of therapeutic efficacy.